Event description:
The facility reported a colleague infusion pump with failure code 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred however it was known to have occurred in the general patient ward. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation. The root cause of the reported problem was determined to be ail pcb (air in line printed circuit board) failure. Appropriate action was taken to correct the reported problem by replacing the ail pcb. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.